Manufacturer narrative:
The subject device referenced in this report has not yet been returned to omsc for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by the nurse that during a laparoscopic oesophagectomy using the subject device, the tissue pad was peeled away 2 hours after the surgeon started to use. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus¿s local distributor. According to the provided photo, it was confirmed that - the tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. - the coating of the probe was partially peeling. - the probe had some scratches. - the coating of the grasping section was partially peeled off. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The above device handling has warned in the instruction manual.